Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose caused by an infection. The blood glucose reading at time of call was 700 mg/dl. It was stated that the customer was disconnected from the insulin pump at time of his admission. It was stated that the customer had a kidney failure and bladder infection. Troubleshooting was performed. Reviewed the programming and the caller was not sure of the daily totals. Ran a fixed prime and high pressure test and they passed. It was stated that the customer's recent glucose reading was 600mg/dl, and he was treated with manual injections. No further information was provided.